Manufacturer narrative:
Follow-up indicated that the patient was using the device with great pain relief and passed away from pancreatic cancer. The physician does not believe the incident is in any way device-related.

Manufacturer narrative:
The device was not explanted. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no previous reports of device-related issues and the patient had been receiving effective pain relief prior to the passing. Nevro attempted to obtain a medical assessment from a physician but no additional information was available.